Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the surgeon told patient's husband right after the surgery that they were unable to place the stimulator deep enough due to patient's anatomy(patient has a flat buttocks) so they may need to go back in later and deepen the pocket. Patient said that the ins site was sore since received implant and it would hurt when patient sat down or anything bumped it. Patient said that around july/august that year is when the revision was performed to deepen the ins pocket.